Event description:
It was later reported the catheter had been implanted for quite a while and the hcp thought it may need to be replaced. The patient had no complaints about her pump. The drug delivered by the pump was believed to be morphine.

Event description:
It was reported that a dye study was being performed, and the patient's healthcare providers were concerned the patient might have an inflammatory mass. It was further noted that the patient had no complaints, but a dye study was being performed. The reason for the dye study was not known at the time of the report. During the dye study, it was revealed that 'they could not aspirate' and the possibility of an inflammatory mass was mentioned. The patient was noted to be asymptomatic and was 'fine' and 'happy.' The medication used within the system was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l65391, implanted: (B)(6) 1999, product type catheter. (B)(4).